Manufacturer narrative:
The insulin pump was received with no response from the act button, due to corroded keypad traces. No button error alarm was noted during testing. Unexpected restart error alarm could not be verified, due to no button response. The device was also received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot. No moisture damage inside pump was noted.

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer removed the battery overnight and then received an unexpected restart alarm upon reinserting the battery, but could not clear the alarm, as a button was not working. Customer stated she had been in the rain but the insulin pump had been in her pocket. Customer's blood glucose was 230 mg/dl. She had been treating with manual injections since the night before this report. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.